Event description:
It was reported that hte device was unable to drain. Once the sample was received at the manufacturing site the device was found to be occluded.

Manufacturer narrative:
Received 1 used silicone channel drain. Visual inspection noted no obvious defects. Suction test was performed connecting the clear tubing to a connector and to an 100 cc evacuator. No suction was detected, water did not pass through the tube and drain channels. The drain was dissected from the connector-drain bonding for evaluation under 10 x magnification and it was found that all channels were obstructed with adhesive as well part of the connector. Tactile evaluation felt a protuberance in the bonding area of drain and connector. Tactile evaluation felt a protuberance in the bonding area of drain and connector. It was confirmed that the reported event is a manufacturing related issue. The device history record was reviewed and found the manufacturing of this lot did not show any rejects for qa random inspection. (B)(4).